Event description:
The customer reported that some vessels were bleeding even though an end tone, signifying a completed seal cycle, was heard. Another ligasure was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.